Event description:
According to the reporter, the device would not charge past 40j. No patient involvement reported with this report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge past 40 joules. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the reported incident was an electrically leaky hybrid ic chip, designator u24, due to electrolyte leaking from a nearby capacitor, designator c88.